Event description:
Revision surgery performed on (B)(6) 2025 due to infection and scapular notching. Previous surgery occurred about 9-10 years before, and original prosthetic assembly consisted of baseplate, lateralized connector +4mm, glenosphere eccentric dia 40mm and smr humeral body reverse (part number 1352.15.010, lot unknown). During revision surgery the above-mentioned reverse humeral body was replaced with a new one. Surgery was completed as intended. The patient is male, date of birth (B)(6)1962. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and investigation. No review of manufacturing records for complained parts is therefore possible. The manufacturer will provide a final report as soon as the investigation is completed.